Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console gave the error message "internal timing error" during the procedure and the service codes showed a "health check error". The console was replaced and the case was completed. There were no reported patient complications.

Manufacturer narrative:
The console was received and the reported error code could not be confirmed in the log data because the log data was corrupt. Evaluation of the console showed signs of fluid intrusion in the solenoid driver board from a hole in the shroud. The solenoid driver board was replaced and a new shroud was placed on the tubing underneath the hex block. The console was re-assembled and it passed all functional tests following repair. The root cause of the hole found in the shroud is unknown.